Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of gastrointestinal bleeding could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed multiple low flow alarms; however, a specific cause for these alarms could not be conclusively determined. The system controller event log files contained events from 14aug2025, 15aug2025, and 26aug2025, per the timestamps. Multiple, transient low flow hazard alarms were captured throughout the files. No other notable events or alarms were captured. The pump operated at the set speed for the entirety of the files. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 lvas patient handbook are currently available chapter 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding. This chapter also addresses all pump parameters, including pump flow. Chapter 4 of the IFU describes pump flow and hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Chapter 6 of the IFU, ¿patient care and management¿, provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Low flow software was requested due to a low flow hazard alarm. A low flow alarm threshold (lfat) software was applied to the primary system controller and the backup system controller. Low flow 2.0 stickers were applied to both system controllers.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2025 for gastrointestinal bleeding (gib). The patient experienced persistent low flow alarms. Log files were sent for review. The event log file captured some low flow events on 14aug2025 and 15aug2025. The calculated flow appeared to have fluctuated below the alarm threshold of 2.5 liters per minute (lpm) during the events. The log file contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) was dynamic and elevated. The low flow readings did not appear to be the result of any external equipment malfunction. On (B)(6) 2025, the patient was called into the emergency department for evaluation for repeat low flow alarms. The event log contained low flow estimates and hazard events when the calculated pulsatiliy index was elevated. The flow readings did not appear to be the result of any external equipment malfunction.